Event description:
During patient use, the ventilator constantly generated a high fi02 alarm before and after performing the 02 sensor calibration. There was no serious injury reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.